Event description:
Caller reported insulin gauge displayed a different amount than expected, with a discrepancy of over 30 units between the displayed and expected fill estimate. There was no adverse impact to the customer's blood glucose level. Customer reloaded the same cartridge, and cts advised them to call back for troubleshooting if the issue reoccurred.